Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2013, the pt underwent a trial procedure. During the procedure, the doctor noticed crepitus at the lead site after the epidural needle was placed. A CT scan was performed due to the pt having low saturation levels after the procedure was completed. The physician noted the pt had a small pneumothorax and his saturation levels were back within normal limits. No further treatment was provided and the pt is doing well.